Event description:
The customer reported an uncontained blue fluid leak of approximately 2ml from the front of a coulter ac·t diff analyzer. No error messages were observed in conjunction with the leak, and a service visit was requested. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/23/2015. The fse confirmed the leak; the baths were overflowing due to insufficient draining. The fse replaced the three solenoid valves and associated tubing responsible for the draining process of the baths (valves lv13, lv14 and lv15), resolving the leak. The instrument was verified post repair and it passed verification. (B)(4).